Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, an error message was displayed, causing the synchroseal instrument to work intermittently. Initially, the instrument worked, and the appropriate audible tones were heard. Then while attempting to use the instrument there was no energy delivery and an error message, "tips may be compromised" was displayed. The instrument drape was reseated, and instrument was re-inserted, after which the instrument worked intermittently. While the pedal would be pressed, the tone was continuous during the sealing sequence; however, the three ascending fast audible tones to suggest the sealing was completed, were not heard. Appropriate tissue effect was observed and the tissue that was cut; was observed to be fully sealed. It was decided to not use a backup instrument for the remainder of the procedure, as the surgeon was contemplating on converting the procedure to an open laparotomy due to patient anatomy. The surgeon had not initially planned to convert to open laparotomy, but the number of adhesions in the patient's thoracic cavity prevented access for what needed to be done. The patient tolerated the conversion well and the procedure was completed. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the convert to open laparotomy procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). The instrument cord was recognized for energy delivery and passed the recognition and engagement tests when placed on the system arm. The instrument moved intuitively with full range of motion in all directions and the upper jaw assembly with the cut electrode, opened and closed properly. The lower grip assembly, with the blue spring pad, remained stationary as expected. The instrument performed grip function successfully. All proper audible tones occurred when pedals were activated for cut electrode/sealing. No error messages occurred during in-house testing. All ceramic dots were present. Jaw gap verification was also conducted and passed which indicated no shorting of energy should occur. The electrical continuity test passed as well. The grip force test was performed on the grips, and it measured at 5.3lb in straight orientation, 5.13lb in yaw, and 4.86lb for pitch; the instrument passed. The synchroseal instrument jaw cover was found torn on multiple areas. No material appeared to be missing. Advanced failure analysis was performed and confirmed the initial findings. The jaw cover was torn on different areas. Advanced energy log review showed the synchroseal instrument had a total of 21 coagulation (coag) events with no errors; a total of 19 seal events with two ¿blank¿ errors; a total of 219 transect events with two ¿blank¿ errors and one cut electrodes shorted error. The sources of blank errors are unknow, but the cut electrodes shorted could likely happen due to the electrodes coming into contact with another metallic component during energy delivery. The logs show some errors but are not relevant to the complaint. The instrument was used for about one hour and 39 minutes. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the convert to open laparotomy procedure.